Event description:
Reason(s) for revision: alval / soft tissue reaction - metallosis.

Event description:
Asr revision, asr xl acetabular system, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision bi-lateral recommended. Asr xl acetabular system. Reason(s) for revision: unknown. Update: added revision date, hospital name, surgeon name and reason for revision. Received: (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction. Asr revision bi-lateral recommended due to take place - (B)(6) 2012. Update: added side to be revised, further reason for revision and added products. Received: (B)(6) 2012. Left side hip revised on (B)(6) 2012. Left side products are 1, 4 and 5. Reason(s) for revision: alval / soft tissue reaction - metallosis. No plans for the right at this stage as this patient has many complications - patient has products 2, 3 and 6 in right side. Update- added date of revision from claimsuite dated (B)(6) 2012. Update: added reason for revision, product type and revision date added for right side. Received: (B)(6) 2012. Right side hip due to be revised on (B)(6) 2013. Left side products are asr xl; products 2, 3 and 6. Reason(s) for revision: pain. Update (B)(6) 2015 - update claimsuite received for left side. Added stem details. See com (B)(4) for right side ((B)(6) 2015).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.